Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This event occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the heater bag connection point. Renal therapy services (rts) assisted care giver with ending therapy. The patient would continue therapy with a manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.